Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead; product ID: neu_unknown_lead, lot# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a manufacturing representative. It was reported that the leads were explanted and replaced (B)(6) 2017.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the patient's implantable neurostimulator (ins) had fluctuating impedances. Initial impedances readings indicated a possible circuit break, high impedances connected to electrode 3. After repeating the impedance measurement there was no problems. Impedances were checked again and they were even higher on electrodes 2 and 3. When impedances were measured for a fourth time, there were no concerns. Therapy settings for the patient were stable so the health care provider (hcp) was reluctant to make any changes. The manufacturer representative thought the settings would need to be changed since they were not sure what stimulation the patient was actually receiving. No surgical intervention was taken or planned. No further patient complications were reported.